Event description:
Per the clinic, the patient experienced an extrusion of electrode array located in a blind-ending at the fundus of the ear canal. Subsequently, the patient was hospitalized and underwent a revision surgery under general anaesthesia on (B)(6) 2025. It was reported that the revision surgery consisted of implant coverage using retroauricular cartilage harvesting and freshening of the margins, followed by cartilage-perichondrium coverage. The implanted device remains.